Event description:
At the very end of the 2nd block of tms(transcranial magnetic stimulation), the participant's hand started to tingle, and she soon felt herself black out and with the assistance of the tms staff safely come down to the ground. Participant later stated that she did not think she lost consciousness at any time. The participant's episode lasted ~1 minute, and by the time a code was about to be called, the participant was fully conscious. The whole episode lasted approximately one minute from when tbs was stopped, she felt her hand numb and stiff, was feeling dizzy, lightheaded, sweaty, and could not speak clearly. She says she never lost consciousness and could hear but could not see over that brief period of time. She did not fall, did not bite her tongue or get injured, or lose any body fluid. After that spell, she regained sensitivity in her hand and was able to speak again clearly in a matter of a few minutes. She denied any persistent paresthesia or muscle stiffness or weakness since the episode. A brief neurological exam was unremarkable.